Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 30 mmol/l and insulin pump was under delivery. Customer was experienced symptoms such as muscle tightened and vomiting, headache. Customer treated with bolus customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0870 inches. No under delivery anomaly noted during testing.